Event description:
The event is reported as: when the physician uses the suction, the shaft separates from the handle. No pieces fell off. No reported pt injury. Pt current condition is fine.

Manufacturer narrative:
The device sample was received by manufacturer but investigation is incomplete at time of this report.